Event description:
A 5 fr pancreatic stent remained in the scope from a previous endoscopic retrograde cholangiopancreatography (ercp), and during the next procedure, the same stent was pushed out of the scope into the second patient. The stent was then removed from the patient. The scope was reprocessed in between cases. This report is being submitted in relation to the retrieval of the stent that had fallen into the second patient from a previous procedure.

Manufacturer narrative:
Complaint information received in relation to this complaint indicates: "a 5 fr pancreatic stent remained in the scope from a previous endoscopic retrograde cholangiopancreatography (ercp), and during the next procedure, the same stent was pushed out of the scope into the second patient. The stent was then removed from the patient. The scope was reprocessed in between cases." Information received indicated this was a 5fr pancreatic stent. Additional information was requested regarding the reason for the stent being in the endoscope and any details regarding the procedure the stent was initially used in. It was also queried if the user was aware from the initial procedure that the stent had not been deployed/withdrawn. For the second patient where the stent was retrieved, it was queried if bloods were taken etc to confirm no cross contamination. A response to the additional information has not been received to date. Although requested, no information has been received regarding if any adverse effects to this patient occurred. The device was not available to be returned for evaluation. With the information provided a document based investigation was carried out. The instructions for use for the pancreatic stent advises the user of the following: "fluoroscopically and endoscopically confirm desired stent position" and "after confirming stent position, gently remove wire guide then the guiding catheter" from the endoscope while maintaining position of stent with pushing catheter." In addition the instructions for use also instruct the user as follows: "upon completion of procedure, dispose of device {s) per institutional guidelines for biohazardous medical waste. Based on the information provided, the most likely cause of the stent falling into a second patient and having to be retrieved, may be attributed to failure in adequately cleaning the scope prior to the second patient procedure. No information was received to indicate that the stent itself malfunctioned in any way. However, as the conditions of use cannot be replicated in the laboratory a definitive root cause of this complaint cannot be determined. The pancreatic stent is intended for one time use. This device is used to drain obstructed pancreatic ducts. The lot number was not provided; therefore, it was not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. Prior to distribution, all pancreatic stent devices are subjected to visual inspection to ensure device integrity. A review of the relevant manufacturing records for this pancreatic stent device could not be carried out as the lot number was not provided. The customer complaint was confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.